Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two years ago. The aneurysm was 5 cm in diameter at the time of implant and currently the aneurysm is 5.3 cm in diameter. The vessel morphology at the time of implant was reported as the aortic neck was 24 mm in diameter, moderate aortic angulation and short (12 mm in length), there was mild tortuosity and mild calcification in the iliac arteries. The patient presented for a routine follow-up and the CT revealed a proximal type I endoleak. Currently, the aortic neck diameter at the renal arteries is 27 mm in diameter due to disease progression with aortic neck dilatation. The patient was successfully treated with the implantation of a 32 mm endurant aortic cuff and the proximal type I endoleak was resolved. During the placement of the endurant aortic cuff the physician inadvertently partially covered the renal artery. A 5x18 bare metal stent was implanted and there is good flow to through the renal arteries. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. The 1 month site image measurement showed the aneurysm was 5.0 cm in diameter and 7.9 cm in length and the 3 year site image measurement showed the aneurysm is 5.7 cm in diameter. There was no evidence of endoleaks.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (endoleak), (B)(4) patient's condition affected effectiveness of device (disease progression; neck dilatation). Evaluation, conclusions: (B)(4) device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).